Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient has an infection. A procedure is planned to perform a washout. Poly insert may be exchange during the procedure.